Event description:
It was reported that distal shaft separation occurred. During unpacking of a 2.75 x 48mm synergy xd drug-eluting stent, a detachment at the distal shaft was noted. The procedure was completed with another of same device.

Manufacturer narrative:
The synergy xd mr ous 2.75 x 48mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the shaft polymer extrusion. No other issues noted with device.

Event description:
It was reported that distal shaft separation occurred. During unpacking of a 2.75 x 48mm synergy xd drug-eluting stent, a detachment at the distal shaft was noted. The procedure was completed with another of same device.